Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source exhibited the emergency lamp indicator is on and displays error 207. The issue occurred during inspection for use. There were no reports of patient involvement.